Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. The same day as event onset, the patient was hospitalized for the peritonitis event and began treatment with vancomycin (1gm per day, ongoing, route not reported) and heparin (1ml per day, ongoing, route not reported) for the event. At the time of this report, the patient remained hospitalized and was recovering from the event. It was not reported if the patient was retrained on the proper aseptic technique. Pd therapy was on hold due to peritonitis and the patient was now on hemodialysis every twice a week. No additional information is available.